Event description:
The catheter twisted and the plastic handle came off while the surgeon was inserting the catheter.

Event description:
Co is unable to match the complaint description you have provided with a complaint in co's database. Co has opened a complaint to investigate the event description co received from you; however co will not have the device to examine. Co ran a trending report for the past 2 years. This is the first complaint co have received concerning the catheter twisting. Co has received 2 complaints on this part number in 2004 and one to date in 2005. None were related to introducer or catheter twisting. The complaint rate on this product is 0.0056%.